Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "there was patient that had a sulfa allergy after the pressure injectable arrowg+ard blue plus(r) three-lumen cvc was inserted. The neck swelled and the catheter was replaced." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm or injury occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.